Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose level was 337 mg/dl and after treating with insulin shots of 15 units insulin the blood glucose level went high 414 mg/dl. Customer removed infusion set and replaced it with new infusion set which provided more insulin. The device will not be returned for analysis.